Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
It was reported that a beta bionics ilet user's screen cracked while in their pocket, likely due to external pressure. Despite damage, bg remained stable, and no injury occurred. Patient transitioned to backup therapy. A replacement device was arranged.